Manufacturer narrative:
(B)(6). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient experienced a communication issue between her ipg and multiple external devices due to her weight. Additionally, it was reported, the patient experienced pain at the ipg site. As a result, surgical intervention was taken on (B)(6) 2015 where the ipg was relocated which resolved the issues.